Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Caller was advised to use a multiple daily injection method as backup therapy and was sent a replacement pump with updated software. Cts instructed the caller on necessary steps for using and returning the pump, and the caller acknowledged all instructions.